Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported uncommanded bolus and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported by the patient that the device delivered an unexpected insulin dose everyday at the same time. This insulin bolus was not requested or initiated by the customer. The issue was identified when reviewing therapy trends on the dexcom device and the child's blood sugar dropped to 40 mg/dl. The patient's father gave him some glucose tablets and the blood glucose levels started to come back within range.